Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging his insulin pump is having intermittent power issues. After the subject pump started to repeatedly reboot, she went off of insulin pump, and did not have a backup plan. The patient¿s blood glucose reportedly went as high as 462 mg/dl while she had symptoms described as ¿weakness, feeling ill and thirst.¿ the patient eventually went to the doctor to get a backup plan. During troubleshooting, the patient indicated that the subject pump randomly shuts off without any alarms. In addition, the subject pump did not retaining the time/date whenever the battery is removed. The power issue was not resolved with training. This complaint is being reported because the patient had elevated blood glucose and symptoms that can be suggestive of hyperglycemia after the power issue began. The animas product was replaced and requested back for investigation.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2013 with the following findings: the power issue was confirmed in the pump history but not duplicated during the investigation. Power on resets observed in the black box. No physical damage was found to the returned battery cap or battery compartment; the returned battery cap fastens securely and holds power to the pump. The width and height measurements of returned battery cap are within specified range. No intermittent power issues were experienced with the returned battery cap or pump. Returned battery cap was used to exercise the pump for a 24-hr duration period; no loss of power was duplicated; the pump was still delivering at the conclusion of testing. A 29hr flow accuracy test successfully completed. Pump was opened and evaluated; no internal moisture damage or intermittent connections were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.